Event description:
The tips of the teflon catheter have "peeled back" upon insertion into the pts. This has occurred on two different pts using the same lot number. Other lots from MFR are fine. If a piece of the teflon catheter breaks loose, it poses a serious health risk to the pt. Catheter and needle units from this lot have been suspended from use.